Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to the second of two devices used during the same procedure. Manufacturer report # 3005099803-2016-03141 pertains to the second device used. It was reported to boston scientific corporation that a genesys hydro thermablator (hta) endometrial ablation system was used in a hydrothermablation (hta) procedure performed on (B)(6) 2016. According to the complaint, the patient had a burn. An additional attempt has been made to obtain follow up event details with no response from the clinician.